Event description:
Affiliate reported that the patient's ventricles had reduced in size. The surgeon reset the pressure but the patient's condition did not change. As a result, the surgeon revised the shunt and the patient is doing well.

Manufacturer narrative:
Upon completion of the investigation, a follow-up report will be filed.